Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced pain, frequency, urgency urinary retention, bladder infection and incomplete bladder emptying. All other information is unknown and unavailable.